Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found the stopper was in the wrong position before used. The following information was provided by the initial reporter. The customer stated: "the stopper was found to be in the wrong position before use. Sample has been discarded.¿

Manufacturer narrative:
Investigation summary: "material #: 367983. Lot/batch #: 1354680. Bd had not received samples, but two (2) photos and one (1) video were provided for investigation. The photos and video were reviewed and the indicated failure mode for incorrect stopper position was observed. The stopper was perpendicular under the plastic hemogard shield. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect stopper position was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Awareness of this complaint has been created within the business team. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."